Event description:
A customer reported experiencing a cgm error 42 with their system. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing detailed instructions for a pump reset, which resolved the issue, and the customer successfully started a new sensor session.